Manufacturer narrative:
(B)(4). Method: the complaint 900iw130 neopuff resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the valve and manometer of a 900iw130 neopuff infant resuscitator were faulty. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the valve and manometer of a 900iw130 neopuff infant resuscitator were faulty. There was no reported patient involvement.